Event description:
This event has been reported to mhlw(ministry of health, labor and welpare) by hospital in 04/04. Ventilator has suddenly stopped ventilation with 3 led's on (high and low pressure alarm led's and vent inop led). The audible alarm did not activate. Although the pt has a little cyanosis, pt was recovered by ambu resuscitation. The e200 ventilator in question was returned to technical service department for eval on 04/2004. Their technical staff confirmed that 3 led's lit as reported and no flow is coming out at the time of powered on. Further investigation revealed that the cpu on the panel board caused this failure.